Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the illuminator malfunction after 380 hours. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, the malfunction with the lamp module did not occur during a surgical procedure and a replacement was used to resolve the event. There was no patient involvement.